Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. To address the issue, the ipg was replaced.